Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device was in backup vvi mode due to multiple bits flipped in the device software. After device software was downloaded, normal device function resumed.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced.